Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed lesion was located in the moderately tortuous, moderately calcified left anterior descending (lad) artery. The physician attempted to direct stent the lesion with a taxus express2 2.5x24mm drug eluting stent. The physician was unable to get the taxus stent to the lesion due to the tortuosity of the vessel. The stent delivery system was removed and they noticed that the proximal poriton the stent "had come away from the balloon." The physician went back in and predilated the lesion and placed another taxus stent without difficulty. No pt complications were reported. Pt status is satisfactory.